Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. During functional testing, the unit displayed error code c34 at startup, and the generator logs displayed codes c00, m31, and m0b.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon encountered a c-34 error on the erbe generator and tried a new instrument and cord, but the issue persisted. The site finished the procedure with bipolar energy. The procedure was completed with no reported injury.